Event description:
It was reported that there was a left hip revised due to ceramic head being broken.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic femoral head. It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Discarded by hospital.